Event description:
The reporter contacted animas on (B)(6) 2015 alleging a button/keypad (tactile changes/unresponsive) issue involving the up arrow, down arrow and ok button. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved after troubleshooting.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 03/31/2016 with the following findings: investigators were unable to adequately investigate the original complaint due to a recurring call service alarm issue. However, the keypad was undamaged and upon removal of the keypad cover, no damages were found to the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.